Event description:
Boston scientific received information that this right ventricular (rv) lead is exhibiting pacing impedance measurements above 2000 ohms. Additionally pacing impedance measurements were reported to be fluctuating by more than 500 ohms. All other lead measurements were reported as stable and within normal ranges. No adverse patient effects were reported.

Manufacturer narrative:
A request for additional information was sent to the local area field representative and none is available at this time. Our records indicate this lead remains in service and should additional information become available this report will be updated.